Event description:
The home monitoring reports for this device showed abnormal impedance values for the ventricular lead. The device was evaluated per ram dump/interrogation and found to be working appropriately. The lead measurements also demonstrated normal measurements. The home monitoring reports showed the same lead impedance behavior following this pt visit. The physician then decided to change out both the ventricular lead and this generator as the reason for the behavior could not be ascertained.